Event description:
Caller reported a cgm error and contacted support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, after which the caller successfully started their sensor session without encountering the error again.